Event description:
It was reported that during a laparoscopic cholecystectomy procedure, was clipping distal ductotomy when noticed it was sticking during application. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaw the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with a malformed clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. In addition, no sticking issues were noted when cycling the device. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the reported incident.